Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to have no bends/kinks, however, there was a tear. No signed of struggle or pulse width increase were observed in the downloaded data. It could not be conclusively determined when or what caused the damage. Additionally, the bottom and middle batteries were measured to have an insufficient charge. The downloaded data showed no effect on insulin delivery due to low battery voltages and the cause of the measured values could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's bg (blood glucose) reached over 400 mg/dl and that the cannula was found bent, while wearing it on the arm. For treatment, the patient put on new pod and gave a bolus correction.